Event description:
A healthcare facility reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant bias flow dual heated with evaqua breathing circuit failed the servo-I ventilator leak test. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt235 infant bias flow dual heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The healthcare facility reported to fph quality/regulatory assistant in (B)(6) that this incident is similar to the incident reported to FDA under MFR report # 9611451-2010-00734. A follow-up report with device evaluation result will be sent under the said MFR report #.

Event description:
A healthcare facility reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant bias flow dual heated with evaqua breathing circuit failed the servo-I ventilator leak test. This was noticed before use on a patient. No patient consequence was reported.